Manufacturer narrative:
The recipient has ceased device use. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
An MRI revealed a mass in the deep lobe of the parotid, which is consistent with pleomorphic adenoma. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information d.6b. Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. Due diligence attempts to obtain additional information regarding treatment details and recipient status were unsuccessful. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction: section h.6. The recipient reported received a nerve block for pain and improvement was noted. Programming adjustments were made and an off ear solution was provided. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly wearing the device without paint. Device testing was within normal limits. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain at the implant site. The device is positioned lower. External magnet was exchanged and a molesking was used; however, the issue did not resolve. The recipient was prescribed pain blockers (type unknown).

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.